Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note 1: manufacturer contacted customer in a follow-up call (4/18/2019) to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that symptoms improved and no further medical attention is required. Customer states he went to a local clinic, but the clinic was busy. States at the clinic, he used one of the patient's meter and their meter read 600mg/dl. Customer states a friend allowed him to use insulin and his blood sugar went down to 300mg/dl after 4 hours. Additional blood tests performed with the alleged defective device resulted in 213mg/dl. Note 2: manufacturer contacted customer again in a follow-up call (4/24/2019) to ensure that replacement products resolved the initial concern - able to establish contact with customer who indicated it is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for e-2 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of blurry vision. Medical attention is reported as a result of the actual blood glucose results. The product is stored properly in the bedroom. During the call a blood test was performed by the customer and produced test results of e-2 using meter. The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is 4/4/2019. The meter memory was not reviewed for previous test result history.